Event description:
Additional information received. Patient reported, rep advised them to change settings. And that resolved issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that patient typically had their therapy set at 6 on the group b side, but in between yesterday and today, the pt started to notice their intensity level on group b program 1 would change from 5.2 to 1.8 without the pt adjusting these settings. Pt said they were at the hospital volunteering today and noticed they did not feel their therapy too much. Pt checked therapy when they got back home and mentioned the therapy was only at 1.8. Pt said the therapy went up to 5.2 and back down to 1.8 without the pt adjusting intensity settings. Pt mentioned that when they were volunteering at the hospital, they arched their back and did not feel the therapy (pt typically arched back and felt the therapy). Pt said that the therapy intensity level changed from 1.8 to 5.2 in .5 hours without the pt adjusting intensity levels. During the call, the pt confirmed adaptive stim was turned on, but when the pt switched positions during the call, the intensity remained at 1.8 (patient services specialist understood that adaptive stim did not appear to be the source of the unexpected changes in therapy). During the call, the pt also arched their back and felt unexpected stimulation down their leg. The patient was redirected to their healthcare provider to further address the issue. Pt also mentioned they would contact their manufacturing representative. Pt mentioned their healthcare provider on file did not work with the spinal cord stimulator. Pt's controller charge was at 50% during the call.